Event description:
Event date: (B)(6) 2010 (date that study period stopped) aim of the study to evaluate the safety and efficacy of two device combinations (tissuelink/cusa, tissuelink/harmonic scalpel) used in parenchymal division during hepatic resection in no-cirrhotic patients and without inflow vascular occlusion. Retrospectively analyzed 47 patients who underwent liver resection from 2004-2010: tissuelink/cusa, 27 patients; tissuelink/harmonic scalpel, 20 patients (all surgeries performed by same surgeon) complications (tissuelink/cusa): 7 complications grade ii: 1 dvt, 1 pneumonia grade iii: 3 bile leaks, 1 gi bleed grade v: 1 death (massive myocardial infarction) complications (tissuelink/harmonic scalpel): 4 complications grade ii: 1 pneumonia grade iii: 1 bile leak, 1 intra-abdominal abscess grade v: 1 death (multi-system organ failure secondary to cmv infection) all complications grouped together as there no patient identifying information was willing to be given by the facility.

Manufacturer narrative:
Eval, method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).